Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump receive unexpected restart, a cold reset was performed alarm. Customer's blood glucose value was unknown at the time of the incident. Customer reports they were able to clear the alarm and able to complete rewind. Customer states the insulin pump was not stored or not in use for an extended period of time. Customer stated alarm occurred shortly after inserting a new battery. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and unexpected restart error test. No unexpected restart error noted.